Event description:
It was reported that during the tka, when the surgeon was removing the insert trial from tibia component by using a elevatorium, the insert was cracked. The surgeon tried to remove the fragments but she could not know whether she could remove all of them or not.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.